Event description:
It was reported to philips that the system failed to initiate exposures. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was completed as planned after the system was restarted several times. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system logfiles confirmed that the system had no response during the operation. The fse suspected that there was an image processing pc (ippc) hard disk error. The fse then tested the hard disk and recreated the image storage. After recreating the image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.